Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned for investigation. The customer provided a video for review. The video shows the pump in autopilot mode with the ap trigger and artifacting in the ap signal resulting in incorrect triggering. The ECG signal appeared normal and based on the event details, the ECG trigger was used in operator mode to continue therapy. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "double triggering off of artifact/whip on the a-line" is confirmed based on the video provided by the customer. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ap signal artifacting. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
Reported as "double triggering off of artifact/whip on the a-line". The report states "some double triggering noted off of artifact/whip on arterial line. Pump stayed in ap trigger despite ECG tracing looking good. Customer reported patient had a run of vt with the double triggering. I had them trouble shoot the a-line and move the ECG leads again. We were able to put the pump in operator mode and select pattern trigger and then back to auto pilot and it stayed. Timing and triggering were appropriate at the end of our facetime". Additional information received states that "the patient experienced vt during the double triggering. But the disposition of the patient states that there was no untoward outcome or additional procedure. After the clinical team was notified, while continuing to have issues the patient suffered a cardiac arrest and was put on ECMO. Eventually, on 7/4, the patient expired with both the balloon pump and ECMO in place. 7/1 20:19 v-fib arrest, ECMO cannulation 22:54, to death 7/4 13:41". The cause of death is reported a s "biventricular heart failure, coronary artery disease".

Manufacturer narrative:
(B)(4).

Event description:
Reported as "double triggering off of artifact/whip on the a-line". The report states "some double triggering noted off of artifact/whip on arterial line. Pump stayed in ap trigger despite ECG tracing looking good. Customer reported patient had a run of vt with the double triggering. I had them trouble shoot the a-line and move the ECG leads again. We were able to put the pump in operator mode and select pattern trigger and then back to auto pilot and it stayed. Timing and triggering were appropriate at the end of our facetime". Additional information received states that "the patient experienced vt during the double triggering. But the disposition of the patient states that there was no untoward outcome or additional procedure. After the clinical team was notified, while continuing to have issues the patient suffered a cardiac arrest and was put on ECMO. Eventually, on 7/4, the patient expired with both the balloon pump and ECMO in place. 7/1 20:19 v-fib arrest, ECMO cannulation 22:54, to death 7/4 13:41". The cause of death is reported a s "biventricular heart failure, coronary artery disease".